Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump. During evaluation, it was confirmed that the device received alert 113. When circulation water was drained, drain water was confirmed at left drain port. Chiller pump was replaced. Pm performed. Mixing pump and circulation pump were replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 (reduced water temperature control) had occurred. Water temperature did not decrease. When circulation water was drained, drain water was confirmed at left drain port. Per review of wo on 16jan2025, there was no patient involvement. Per follow up information received via mail on 16jan2025, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 (reduced water temperature control) had occurred. Water temperature did not decrease. When circulation water was drained, drain water was confirmed at left drain port. Per review of wo on 16jan2025, there was no patient involvement. Per follow up information received via mail on 16jan2025, the device would be sent to imi. The issue has not been resolved yet.